Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation ¿ uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), depression ("depression") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). At the time of the report, the uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, psychological trauma, vaginal discharge, hormone level abnormal, weight increased, depression and back pain outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, hormone level abnormal, pelvic pain, psychological trauma, uterine perforation, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter and patient demographics were added. Event injury nos replaced events dysmenorrhea, pelvic pain, abdominal pain, psych injury, perforation ¿ uterus, vaginal discharge, hormonal changes, weight gain and depression added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation ¿ uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included lorazepam and sumatriptan (imitrex). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea"). In (B)(6) 2012, the patient experienced migraine ("migraine/ headache"). In (B)(6) 2012, the patient experienced anxiety ("psych injury,psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), depression ("depression") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, anxiety, vaginal discharge, hormone level abnormal, weight increased, depression, back pain, vaginal haemorrhage, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, hormone level abnormal, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-feb-2020: pfs received events "abnormal bleeding (vaginal, menorrhagia),migraines / headaches, psychological or psychiatric problems condition: anxiety" were added. Concomitant drug, reporter information and lab data were added. Patient aka name was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.